Manufacturer narrative:
The exacto cold snare is intended to be used without diathermic energy for the endoscopic resection of polyp tissue in the gastrointestinal tract. The device history record was reviewed and confirmed the devices were manufactured to specification. There have been no other complaints associated with this lot. The device subject of this complaint was not returned to us endoscopy for evaluation. The instructions for use include the following statements: "the following conditions may cause the device to function improperly: advancing the handle to the open position with too much speed or force, attempting to pass or open the device in an extremely articulated endoscope, attempting to actuate the device in an extremely coiled position, actuating the device when the handle is at an acute angle in relation to the sheath." The event is being filed in response to the vigilance report received.

Event description:
Us endoscopy received a vigilance report from the (B)(6) stating that during a polypectomy procedure the exacto snare failed to deploy requiring replacement of the device. No patient or user harm was reported.